Event description:
It was reported that the right ventricular (rv) lead exhibited inappropriate sensing. It was noted that there was atrial response with no ventricle spike and occasional ventricle pace on the t-wave. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.